Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4): device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The absorbable hemostat was used to stop bleeding during the surgery. The absorbable hemostat was left in the body and closed, resulting in nerve damage. A substance thought to be the absorbable hemostat has been removed from the body and stored. It has been considered with the plaintiff, the defendants, and the court whether the removed substance is really the absorbable hemostat or not. Inquiries were made to several laboratories and facilities, however all of them have replied it is hard to make a determination. No further information will be provided.